Event description:
Customer stated that dosage was set for 5 ml of water and delivered 2 ml. There were no rate, dosage, and pt involvement provided.

Manufacturer narrative:
Investigation found that the pump passed the yearly preventative maintenance date. The volumetric accuracy tests were performed, and the pump infused within the 1/-5% specification. The complaint could not be duplicated. It is recommended that the pump be recalibrated to meet the yearly preventative maintenance requirement.